Event description:
The customer reported that a patient experienced a skin abrasion, a raised circle like a blister, yellow discharge and was running a temperature, following the use of a safeguard pressure assisted device. When the safeguard was first removed from the patient, they did not observe any indication of bruises or hematoma at the application site, and the patient was discharged. Later that evening, the patient returned to the hospital, stating that he felt sick, and he was re-admitted for observation. The following morning, the safeguard application site was evaluated by a nurse. At this time, the red blister was observed, and the site was observed to be draining yellow fluid. The patient was treated with vancomycin and released.

Manufacturer narrative:
The hospital representative who had initially reported the event was contacted to obtain additional information. She stated that she believes the safeguard may have remained inflated for an extended period of time. The safeguard instructions for use instructs the user to deflate the bulb every two hours and assess the site. The bulb should be re-inflated if necessary. The customer stated that subsequent to the event, the nurse managers are re-educating their nurses about use of the safeguard and deflation time. Failure to deflate the device can lead to a skin abrasion, such as that reported in this case. The details provided support the possibility that the safeguard device remained inflated for a longer period of time, potentially causing the abrasion that was observed at the site of the procedure. The safeguard was not retained when the patient was initially discharged; therefore, we are unable to perform a technical evaluation of the device. In addition, no lot information is available for a lot history review to be performed; however, it is noted that we have not received any related complaints. A copy of the instructions for use were provided to the customer, including reference to the section related to deflation of the device.